Event description:
It was reported that the pump system was ¿normal¿ until the patient had withdrawal symptoms, including returned spasticity and itching on (B)(6) 2013. Troubleshooting procedures were done two days later. A rotor study and dye study were done and it was found that the pump ran well and the catheter was not broken. The patient was also given a single bolus from the catheter access port (cap) and it was reported that it worked. However, when a single bolus was given from the pump itself, the drug seemed ineffective. Therefore, a nuclear medicine test was done on (B)(6) 2013. The nuclear medicine physician questioned that there were some leakage points leading to the withdrawal. After some discussion, the healthcare provider (hcp) decided to remove the old catheter and replace the new on (B)(6) 2013. The patient outcome was reported as ¿no injury¿. The device system was used to deliver baclofen. It was also reported that the implant date of the pump was (B)(6) 2010. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4). The 8709 catheter, serial #(B)(4) was returned in segments. Analysis of the catheter revealed acceptable testing. No anomalies were seen with the returned segment. The most distal portion of the catheter, containing the dispensing holes, along with the catheter¿s anchor, were not returned.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that, after the new catheter was implanted, the patient was ¿getting well¿ and the drug was also working well. The device system was used to deliver lioresal. Refer to manufacturer report #3004209178-2013-15738 for information pertaining to the pump being implanted after the expiration date.